Event description:
Procedure type: lap appendectomy. According to the reporter: the surgeon went in and found the appendix, fired one staple load all was fine. The surgeon loaded a 2nd staple load closed around tissue, fired black knobs, and the handle would not pull back. The stapler remained locked on tissue. The procedure was converted to open to remove the stapler. The case was extended by more than 30 minutes. There was unanticipated tissue loss. The pt was closed and the pt status was reported as fine. No reinforcement material was used.

Manufacturer narrative:
(B)(4).